Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp. Bumble accommodation final result: repair completed. Operation tests carried out with positive results. Failure not caused damage to operators / patients or delays in procedures. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had problems with helium cylinder. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11. Corrected fields: b5, d5.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) had problems with helium tank. No adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g2, g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11 corrected fields: b6, b7, d1, d10, h6 (health effect - impact codes). A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was able to detect the reported failure. The fse observed that there was an abnormal consumption of helium. In order to fix the issue, the fse accommodated the cylinder in its housing. The repair was then completed. Also, the operation tests were carried out with positive results. The fse also stated that the failure did not cause damage to the operation, patient or delays in procedures. After the repair was completed, the unit was then returned to the customer in working condition and ready for use.

Event description:
N/a.